Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the whole day the user performed 17 treatments successfully without any error or relevant warning. According to quick user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day, the energy was stable with no abnormalities. No abnormalities or deviations can be identified by the logfile review. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis was reported resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported trace superior diffuse lamellar keratitis from 11 o'clock to 1 o'clock in the right eye one day post lasik. Topical steroid drops were used to every hour while awake. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.